Event description:
Reportedly, when the device was occasionally jarred during transport, the pacer would prompt connect electrodes and pacing would cease. The pacer was restarted each time, but would continue to intermittently shut off. It was ultimately determined to cease pacing the pt, due to a lack of pt viability. There was no allegation of an association between the discrepancy and pt outcome.